Event description:
Call to patient support, expressing frustration regarding followup care with physician and his office staff. Patient states she had the sonata treatment in (B)(6) 2021, experienced infection signs and symptoms shortly after procedure, called md, and states according to the patient, denied that there is a possibility of an infection. Patient went to the emergency room and subsequently was treated with antibiotics. According to the pt, at approx. 10 day post procedure, she started experiencing pain, seen for 3 week follow up and told everything looked fine. According to the pt, the pain has continued, often debilitating, with increased bleeding.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.